Manufacturer narrative:
5 closed samples of this lot were returned at production site for testing. All tested samples met the specification. The reviewed production documents did not reveal any norm deviation about this lot that could be related to the subject of this claim. Based on the observation of the returned samples this complaint cannot be verified as the products met the specification, no deviation was found. We continuously monitor the complaint trends and report it to the management.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
This complaint is for an (B)(6) year-old male end-user. The end-user is new to performing intermittent catheterizations (ic). He had used the catheters for several days without problems, but then experienced severe bleeding when catheterizing. The bleeding continued, and he was admitted to the hospital feeling very weak. Since his hemoglobin levels were acceptable, it was evaluated that a blood transfusion was not necessary. The end-user was tested for in infection, but none was found. The bleeding stopped after 24 hours, and the end-user was admitted for one night. Currently the end-user has an indwelling catheter until follow-up with a urologist in a couple of weeks, where it will be evaluated if the end-user can return to ic. No further information was provided.